Event description:
Patient's mother reports that ok and down arrow buttons requires multiple presses to respond. Patient's mother reports noticed issue a month ago and has been getting worse. All other buttons feel normal and respond normally to presses. Patient does not clean pump. Patient wears pump in pocket.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. The ok and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.